Event description:
The reporter contacted animas on (B)(6) 2013. During a review of the pump history it was found that the basal and bolus history did not add up correctly in the total daily dose history. On (B)(6) 2013 the total daily dose showed 32.00 units of insulin but the bolus history showed 29.35 units. This report is made based on the indication that the pump total daily dose history did not accurately reflect the pump bolus history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found.. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.the black box shows on (B)(6) 2013 01:39 a ¿replace cartridge¿ alarm was recorded. The alarm was confirmed and deliveries resumed (B)(6) 2013 09:05. A 10u audio and 10u normal bolus were successfully performed and accurately recorded in the pump history. No hypersensitive keys were observed on keypad unrelated to this complaint, the display screen has a pinkish contrast when powering to the verify screen. Removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.